Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported a battery replacement identified during (pm) preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 13dec2019. Report date: 18dec2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery replacement identified during (pm) preventive maintenance issue. After preventive maintenance fse asked the customer to change the battery, and then the customer called for the battery (the customer was under the contract). The age of battery could not be confirmed, and case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.